Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, factors that can contribute to a stent appearing oversized/stretched include, but are not limited to, manufacturing, device interactions or anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 6x30mm absolute pro stent delivery system (sds)advanced to the external iliac lesion without issue. The stent was deployed without issue and was fully apposed to the vessel wall. It was then noted that the stent appeared longer than 30mm; the stent appeared over 35mm in length. There was no elongation or stretching of the stent; however, the stent itself appeared longer. The stent remained at the lesion site. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.